Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained erroneously elevated troponin (accutni) results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off, on eight (8) patients using their access 2 immunoassay system. The customer also obtained erroneously creatine kinase muscle band (ck-mb) results, within the normal reference range, but outside the "precision claims" in the assay's instruction for use (IFU) on three (3) patients using the same analyzer. Upon repeat analysis on the laboratory's alternate instrument, accutni results within the risk stratification range and also within the normal reference range were obtained. Lower ck-mb results, remaining in the normal reference range, were also obtained. Patient results are provided in attachment. The initially elevated accutni and ck-mb results were not released from the laboratory so there was no change to, or impact on, patient treatment.

Manufacturer narrative:
The customer provided qc data, calibration curve, system check, and patient data for review. Complaint investigator (ci) reviewed all submitted data and service notes. Ci reviewed the accutni and ck-mb qc data dated (B)(4) 2012. All levels of qc have been performing within 1-2 sd of the laboratory's established ranges. The supplied accutni calibration curve performed on (B)(4) 2012 shows all levels of calibrators passing within acceptable limits. The supplied ck-mb calibration curve performed on (B)(4) 2012 shows all levels of calibrators passing with acceptable results. A routine system check performed on (B)(4) 2012 passed within instrument specifications. A field service engineer (fse) was dispatched to the customer site on (B)(4) 2012 to verify hardware performance in response to this event. The fse noted a hole in the peri-pump tubing on aspirate probe #2. The fse replaced all peri-pump tubing, performed a system check, and ran all levels of qc; results were within assay/instrument specifications following replacement of the peri-pump tubing. In conclusion, a hardware malfunction is the likely cause of this event as the fse noted a hole in the peri-pump tubing for aspirate probe #2.